Manufacturer narrative:
(B)(4). The complaint is confirmed, the punch has the tip stuck. However, it cannot be confirmed as a manufacturing defect since it is necessary to evaluate the sample involved on this complaint. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. If defective sample becomes available at a later date this complaint will be updated as applicable. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during a renal transplant case performing an arterial anastomosis, "the punch got jammed. Scissors were used to cut around the punch to remove the device. The vessels were not calcified and the surgeon does not classify them as challenging cases". No report of patient harm or injury. The patient status is reported as "unknown".